Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the right eye was black on the high resolution stereo viewer of the surgeon console. Caller attempted a power cycle of the system, but the issue persisted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive the hrsv to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs but was able to confirm issue during in-house testing. Fa performed visual inspection and found no problem related to reported issue. Fa checked lighthouse/aperture and found no issues. Fa installed viewer on an internal golden system and the right eye display on the viewer was black, replicating reported issue. Power cycled several times and issue remained. The probable root cause of the vision issue is attributed to a component failure of the hrsv.